Event description:
The hosp reported that during the endoscopic vein harvesting procedure, the hemopro vh-3000 would not shut off when the activation toggle was released and began overheating when the device was in the pt. The harvester did not pre-test, as recommended in the IFU. They removed the device from the pt, disconnected then reconnected, but the same failure occurred. A replacement unit was used to complete the procedure. The hosp did not report any pt complications.

Manufacturer narrative:
Investigation results: visual inspection observed that the tri-heater wire assembly was intact and lifted away from the hot jaw. The silicone cold jaw boot was thermally damaged. The observed thermal boot damage and tri-heater wire condition, indicates that the jaw had experienced elevated temperatures. The complaint is confirmed. A lhr review was completed for the prod, and there was no nonconformance associated with the lot number.